Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The device is not available for return at this time as it is currently with the hospital facility.

Event description:
It was reported that patient had two appropriate shocks for ventricular fibrillation, however it was undersensed and the total time to therapy for the first episode was 42 seconds. Both of the shocks failed to convert the patient and the shock impedances were high but still within range. Imaging and reprogramming the shock zones were recommended. Subsequently, the physician explanted the entire system and replaced it with a transvenous one. No additional adverse events were reported.